Event description:
Event description guidant received information that a patient with this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation is demonstrating varying shock impedance measurements (i.e. Between 50-80 ohms). It was reported that the daily measurement logbook has recorded values ranging from 50 to >125 ohms over the past six months. It was noted that the physician plans to perform defibrillation threshold testing, but the patient is not feeling well.